Manufacturer narrative:
UDI code: unknown since the batch/lot number was not provided. (B)(4).

Event description:
The patient previously had a 25 mm amplatzer cribriform occluder implanted and now presented to the ER complaining of shortness of breath. Chest x-ray showed effusion and the patient was further evaluated. Surgery was required on an unknown date to remove the occluder. The patient was reported to be stable and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.